Event description:
Investigation revealed that the display contrast had a red tint. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery cap was not returned; therefore, a test cap was used for investigation. Investigation revealed that the display contrast had a red tint. (B)(6).